Event description:
It was reported that a balloon deflation issue has occurred. The 65% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was pre-dilated with nc emerge balloon and took wolverine to cross the lesion. Upon deflation, it was noted a deflation issue with the wolverine. The device was removed intact out of the patient. The procedure was completed with an alternative method. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm distal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an inflation unit and when the balloon was inflated a pinhole leak was noted. Deflation time was unable to be tested due to the leak in the balloon material.

Event description:
It was reported that a balloon deflation issue has occurred. The 65% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was pre-dilated with nc emerge balloon and took wolverine to cross the lesion. Upon deflation, it was noted a deflation issue with the wolverine. The device was removed intact out of the patient. The procedure was completed with an alternative method. No complications were reported, and patient was stable post procedure.